Manufacturer narrative:
The field service engineer (fse) replaced the bdu pcba (breath delivery unit, printed circuit board assembly. The fse performed testing and calibration and the device operated within manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use the 840 ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Product analysis: a breath delivery (bd) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.